Event description:
It was reported to philips that the system will not boot up all the way. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced host pc and hard disk drive which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device won't come on at all. Upon troubleshooting, fse found that the host pc failed to boot up itself and fan fault led indicator was illuminated. Actual cause was found to be with the host pc. Review of the the log file showed host pc malfunction. Fse replaced host pc and its hard drives. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded failure was found to be defective host pc. The codes were updated based on the investigation outcome. Evaluation method code was corrected.